Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette with green flow stop the pump exhibited a "no disposable, clamp tubing" alarm. Per reporter the residual volume was 79.5 ml, rate 2 ml/24hr and given 12.6 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.